Event description:
It was reported that during a routine follow up, device was found in vvi without defib function. The device could not be interrogated or programmed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported bvvi was confirmed in the laboratory. Analysis identified an intermittent break in a connection within the hvcapacitors as the cause for the reset and communication issues.